Event description:
It was reported that the micromanipulator has an alignment issue. There was no patient outcome reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Aware date used. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse performed an alignment. Performing the alignment resolved the issue, confirming the reported clinical observation. The laser passed full functional and electrical safety testing. It is likely that the identified misalignment could have affected the device performance leading to the reported clinical observation. Based on the information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the micromanipulator has an alignment issue. There was no patient outcome reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Aware date used.